Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Type of procedure: sleeve surgery. Event description: bleeding from short gastric artery during sleeve gastrectomy. The bleeding was started right after finishing the seal cycle and opening the jaws or 10-20s after that. They used clips to stop bleeding but after transferring the patient to ICU, a redo surgery was performed because of the bleeding volume. Additional feedback received from distributor through email on june 24, 2024: - no bleeding or tissue damage was observed - the surgeon did not seal multiple times at the same site when tissue stuck is jaw - the tissue was sticking sometimes throughout the procedure - the bleeding occurred from the mager gastric vessels and also oozing specifically from gastric remnant side. - there is no tension applied to a vessel or bundle that was being sealed - the surgeon always cleans the jaws with wet sponge - there was no eschar build up - the jaws were cleaned any time they become carbonized - the surgeon noticed improvement in hemostasis when the jaws were cleaned - the jaws were not submerged in fluid at any point during activation - all patients underwent full cardiovascular work up before any bariatric surgery - the handpiece was sometimes activated on diseased or inflamed tissues - most of the bleeding occurred intraoperatively and was controlled with hemoclips or suture - the surgery occurred in post operative day one - the patient received blood transfusions - the patient status is well after the re-do surgery patient status: the patient turned back with symptoms of internal bleeding shock intervention: they use clips for preventing bleeding.

Event description:
Type of procedure: sleeve surgery. Event description: bleeding from short gastric artery during sleeve gastrectomy. The bleeding was started right after finishing the seal cycle and opening the jaws or 10-20s after that. They used clips to stop bleeding but after transferring the patient to ICU, a redo surgery was performed because of the bleeding volume. Additional feedback received from distributor through email on june 24, 2024: - no bleeding or tissue damage was observed. - the surgeon did not seal multiple times at the same site when tissue stuck is jaw. - the tissue was sticking sometimes throughout the procedure. - the bleeding occurred from the mager gastric vessels and also oozing specifically from gastric remnant side. - there is no tension applied to a vessel or bundle that was being sealed. - the surgeon always cleans the jaws with wet sponge. - there was no eschar build up. - the jaws were cleaned any time they become carbonized. - the surgeon noticed improvement in hemostasis when the jaws were cleaned. - the jaws were not submerged in fluid at any point during activation. - all patients underwent full cardiovascular work up before any bariatric surgery. - the handpiece was sometimes activated on diseased or inflamed tissues. - most of the bleeding occurred intraoperatively and was controlled with hemoclips or suture. - the surgery occurred in post operative day one. - the patient received blood transfusions. - the patient status is well after the re-do surgery. Patient status: the patient turned back with symptoms of internal bleeding shock. Intervention: they use clips for preventing bleeding.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documents were identified. The probability and criticality of the harm resulting from this event have been evaluated and were found to be at an acceptable level.